Event description:
Additional information received reported the device system was used to deliver fentanyl and baclofen. The cause of the event was that the patient cancelled their appointment on 2013 (B)(6). An x-ray was to be performed on 2013 (B)(6) however, it was noted the patient refused. No further information was provided.

Event description:
Additional information received reported, the patient also cancelled the dye study that had been scheduled. It was unknown to the health care provider (hcp) if the event was due to the pump and/or catheter as the patient as previously reported had cancelled their appointment. No further information was provided.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 590-1 lot# n320440, implanted: 2012 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had increased pain and volume discrepancy for approximately the past two months. The actual residual volume (arv) was greater than the expected residual volume (erv), but the specific volumes were unknown. The patient was to have a catheter access port (cap) dye study. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the start date of baclofen intrathecal treatment was (B)(6) 2012 and the end date was (B)(6) 2013. Symptoms or a cause were not provided as the patient cancelled their appointments including a refill appointment as previously reported. The patient was reportedly receiving effective care with oral medications. She now had the intrathecal pump removed and was only on oral medications now. It was not clear if the device removal was elective or was an intervention due to the previously reported volume discrepancies.

Event description:
Additional information received reported in relation to the event that surgical intervention had included device explant. As previously reported the pump had been removed and the patient was now on oral medication.